Event description:
Synergy china registry it was reported that unstable angina pectoris and restenosis occurred. In december 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the middle left anterior descending artery (lad) extending up to distal lad with 90% stenosis and was 20 mm long and a reference vessel diameter of 2.3 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In march 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment. Three days later, the subject was referred for coronary angiography which revealed 90% stenosis noted in proximal lad extending up to middle lad which had previously placed study device and was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was 0%. Medication was also given to treat the event. Two days later, the event was considered to be recovering/resolving and the subject was discharged.